Event description:
Several (between 4 and 7 based on communications with facility) pts exhibited redness and inflammation at the injection site after using integra syringe to administer pneumovax (0.5 ml im). Md diagnosed all the pts with cellutitis and treated them for 7 days with either oral cipro or avelox. In all cases-condition resolved and pts are fine.